Manufacturer narrative:
Investigation summary no b2020 product samples, videos or photographs were returned for investigation. The device history review was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
A complaint was received regarding a 60" (152 cm) appx 0.4ml, smallbore ext set w/clamp, luer lock that experienced no flow. It was reported that the "pump error code indicating 'high pressure' in the syringe pump, resistance. Impossible to administer mannitol with the syringe pump, loss of time and increased workload for the nurse. Delay in administering medication to the user. Products that caused error codes have been discarded. There was patient involvement and no patient harm.